Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max 2 sterilizer and found that the unit's vacuum pump was leaking oil and required replacement. As a result of the oil leak, the unit likely emitted an oil mist, not smoke. The vacuum pump oil is non-toxic and not considered hazardous. The technician replaced the vacuum pump, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their v-pro max 2 sterilizer was emitting "smoke" and leaking oil onto the floor. No report of injury.